Event description:
It was reported the tlh90 was used during a hartmans pouch procedure. On the second firing a hole was noted in the colon along the staple line. Free staples were found in the abdomen unformed. There was no consequence to the pt. The rep is returning staples for analysis and not the device.